Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Joint cover. The analysis found that the ec60a device was received in good visual condition and with no cartridge reload present. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. Although no conclusion could be reach on what caused the damage to the joint cover, it is possible that the devices was attempted to be remove from the trocar in the articulated position resulting in the trocar damaging the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended.

Event description:
It was reported that during a lap sigma procedure, parts of the black plastic through the articulation fins felt into the situs, could be removed. No further information is available. Unknown how case was completed. There were no adverse consequences for the patient.